Manufacturer narrative:
Lot cthf (1): device returned (B)(6) 2022. Lot unknown (1): device not yet returned.

Event description:
This record is a consolidation of q2 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures two instances of intraoperative aleutian tlif ii inserter inner shaft deformation. In both instances, the procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Lot cthf (1): manufacture date 04 september 2014. Device returned 25 july 2022.lot unknown (1): manufacture date unknown. Device not returned.

Event description:
This record is a consolidation of q2 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures two instances of intraoperative aleutian tlif ii inserter inner shaft deformation. In both instances, the procedure was completed successfully with no surgical delay and no adverse consequence to the patient.